Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned. The cause of the positioning issue was unable to be determined due to insufficient clinical details.

Event description:
A 68-year-old male with acute myocardial infarction and cardiogenic shock (pre-support scai stage b) underwent placement of an impella cp via right femoral arterial percutaneous access on (B)(6) 2026. During impella support, the patient developed hemolysis, as evidenced by hemolyzed laboratory values and hemoglobinuria. Pump position was confirmed via imaging and was noted to be suboptimal; the device was subsequently repositioned with improvement in urine color. High afterload was also identified as a contributing factor, and afterload reduction therapy was initiated. Despite these interventions, hemolysis did not fully resolve. On (B)(6) 2026, the impella cp was explanted and upgraded to an impella 5.5 to provide increased hemodynamic support. The patient survived the procedure and remained stable on continued mechanical support at the time of reporting. Based on available information the hemolysis occurred during impella cp support and was associated with device positioning and increased afterload. Although repositioning improved clinical indicators, hemolysis persisted, necessitating device explant and upgrade to impella 5.5. The relationship between the device and hemolysis cannot be excluded. Further evaluation, including device analysis and data review, is required to determine the root cause.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.